Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded that the device has been removed from clinical use and indicated the device will not be returning to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.